Manufacturer narrative:
Correction: this report is to retract 2017865-2021-14757, submitted on 9 apr 2021. This report was erroneously submitted. Additional information received noted that the infection is not related to the implant site or this product as the infection occurred due to another factor or source.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-14756, 2017865-2021-14758. It was reported that patient presented to the emergency room on (B)(6) 2021 with an infection and pocket erosion. The cause was thought to be accidental swabbing of site at the patient's assisted living site. The entire pacemaker system was explanted on (B)(6) 2021. Patient was stable after the procedure.